Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Submitted for adverse event which occurred on (B)(6)2012; (B)(4). Submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent periumbilical hernia repair surgery on (B)(6) 2012 during which the surgeon noted ¿previous seroma cavity.¿ it was reported that the patient underwent open repair of recurrent ventral hernia, lysis of extensive adhesions and resection of old mesh and mesh mass on (B)(6) 2015 during which the surgeon noted ¿the previously placed mesh to be within the hernia sac, which then formed into a mesh mass of adhesions.¿ it was reported that the patient experienced severe pain, dense adhesions, seroma, nausea, inflammation, bulging, stress and anxiety. Other procedures are captured under separate files.  No additional information is provided.